Event description:
It was reported that a tandem mobi cartridge alarm occurred. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was able to successfully reload the original cartridge and resume insulin therapy, resolving the issue. Additionally, there has been an ongoing issue with mobi occlusion, which had not been resolved through previous troubleshooting attempts. The customer will continue using the current pump along with supplementing injections until a replacement pump is provided.